Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2018-75203, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain. It was reported that the patient underwent mesh removal on (B)(6) 2016 due to mesh erosion. No additional information was provided.